Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple hv therapies for af with rvr. Delivered therapy did not resolve the rhythm. It was noted that patient received hv therapy for a later episode of true vt which had successfully converted the rhythm.